Event description:
It was reported that on (B)(6) 2023, a 19mm regent aortic valve was selected for an implant. During the procedure, after implantation, it was found that the valve blade was loose and could not be used anymore. Device was replaced with a new 19mm regent aortic valve that successfully completed the procedure. The patient is stable.

Manufacturer narrative:
An event of a dislodged leaflet was confirmed. The investigation found that one leaflet was dislodged from the orifice and was returned. The pivot guard was noted to have broken near the dislodged leaflet. No other damage was noted to the dislodged leaflet. No surface damages were found on the device.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of the material defect in the carbon coating that may have caused or contributed to the dislodged leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material.